Event description:
It was reported that they were onsite, setting up the arctic sun loaner device for neonate usage. The device boots directly past the therapy selection screen and into normothermia therapy and then gives alarm 14 (patient temperature 1 probe out of range). Discussed that they would bring that loaner back to the depot for investigation and replace the loaner. Assess/service returned loaner equipment.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to the unit being due for a calibration. The device was evaluated and the reported issue was confirmed as the alarm 14 was present. The unit was calibrated and the issue was resolved. Ctu testing and reloading software. Device was put through a functional check and pre-cal after the service. The device was placed on (ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Calibration see arctic sun¿ temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation, or 250 uses, whichever occurs first as indicated by the system display. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid.

Event description:
It was reported that they were onsite, setting up the arctic sun loaner device for neonate usage. The device boots directly past the therapy selection screen and into normothermia therapy and then gives alarm 14 (patient temperature 1 probe out of range). Discussed that they would bring that loaner back to the depot for investigation and replace the loaner. Assess/service returned loaner equipment.